Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017; 1158tc lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive. It was also noted by the healthcare professional that the patient had possible pulseless electrical activity occurring. There was electrical activity but with a weak pulse. An external implantable pulse generator (ipg) was used for recovery. There was a concern that there was a possible loss of capture versus possible pulseless electrical activity. The device remains in use. Also noted on the interrogation was an episode of high threshold on the atrial lead. The atrial lead remains in use. No further patient complications have been reported as a result of this event.